Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, the biopsy cap foam got stuck inside of the working channel of the duodenoscope. It was reported that the foam piece was not removed and that the duodenoscope was sent for repair to remove the sponge. Another duodenoscope was used along with a competitor's device to complete the case. There was no serious injury nor adverse patient effects reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.